Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The actual device remains implanted in patient. The broken delivery catheter was returned for investigation, which is ongoing.

Event description:
On unknown date the patient received endovascular treatment with an iliac branch device (cook medical) of the left hypogastric artery for unknown disease. On (B)(6) 2019, a reintervention was performed because of an endoleak type 1b. To treat the endoleak a gore® viabahn® vbx balloon expandable endoprosthesis was used to extend the previously implanted iliac branch device. Access was gained through the left arm. A long 8fr introducer sheath was placed in the target vessel and a 3 m long stiff 0.035¿¿ guidewire was used. Reportedly it was hard to push the vbx endoprosthesis through the introducer sheath but the physician managed to advance it to the left hypogastric artery. Reportedly, because the access was through the arm they had some tortuosity on the way to the target vessel. The vbx endoprosthesis was deployed and expanded without any problems. The balloon was completely deflated without difficulties before pulling back the delivery catheter. It was deflated several times and to create a good vacuum. It was reported that during pulling back, the delivery catheter broke within the introducer sheath. To collect the broken parts they removed the introducer sheath. Reportedly all parts of the delivery system were removed from the patient. The broken catheter had no influence on the outcome of the procedure. The endoleak was excluded successfully. Reportedly the patient tolerated the procedure and is doing well.

Manufacturer narrative:
D6: updated date of implant: (B)(6) 2019. H6-code 213: a review of the manufacturing records indicated the device met pre-release specifications. The gore® viabahn® vbx balloon expandable endoprosthesis delivery system was returned with the catheter hub and the catheter shaft with balloon and balloon cover separate. The catheter hub was examined to determine the failure mode. The observation of catheter material in the hub of the catheter indicated the failure was a tensile failure of the catheter and not a bond failure. The delivery catheter was observed to be necked to the point where the separation from the hub occurred further indicating the failure to be the catheter shaft tensile strength. The manufacturing lot history files indicate the delivery catheter lot met specifications for tensile strength. The returned balloon and balloon cover were observed to be stiff but also coated in biological material. The communication summary between the sales associate and complaint processing states ¿because the access was through the arm we had some tortuosity¿. Tortuosity increases the forces to both insert a device to the intended location as well as withdraw a device from the patient. For this reason there is not an indication that the deficiency could be attributed to the device design or manufacturing process. A kink in the catheter was observed 59.5 cm from the point of separation. The delivery system of the vbx catheter is 100% inspected at the end of the manufacturing process for any mechanical damage including kinks. Devices that present any mechanical damaged are rejected. For this reason it is unlikely that the observed catheter kink was present before the device use in this procedure. Based on evaluation of the returned device, no manufacturing anomalies were detected. H6-code 4315: review and analysis of all available information fails to indicate a potential root cause of the incident as reported to gore.